Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left deflation mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast augmentation procedure with 625cc mentor smooth round moderate profile and experienced breast implant deflation on her left side postoperatively. The patient underwent bilateral replacement surgery with catalog number 3501695; serial number (B)(6) on the right side, and with catalog number 3501695; serial number (B)(6) on the left side on (B)(6) 2024.

Manufacturer narrative:
On july 15, 2024, the mentor failure analysis lab received two devices for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Multiple attempts have been made to obtain additional details regarding on lot side clarification. Lot 6612380 was received ruptured within a crease, and lot 6006539 leaked from the valve system. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. This supplemental medwatch report is for lot number 6006539. Corresponding fields have been updated under section d on this form. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This medwatch report is for the patient¿s side implanted with lot 6006539. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 2, 2024, device evaluation was completed as follows: mentor conducted a visual inspection, leak test, microscopic examination, and thickness measurement of the returned device. During the visual analysis of the returned sal smooth rnd diap 625cc breast implant it revealed a tear near the valve system. Leak testing was performed, in accordance with mentor's procedures, and no additional leak sites were detected during the analysis. Microscopic examination was performed, and no instrument damage was observed at the edges of the rupture. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: according with the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This medwatch report is for the patient¿s side implanted with lot 6006539. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 14, 2024, mentor became aware that the effected lot number is either 6006539 or 6612380. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Lot number 6612380: manufacturing date: july 17, 2012. Expiration date: july 31, 2016. Lot number 6006539: manufacturing date: july 15, 2010. Expiration date: july 31, 2014. Manufacturer¿s reference number: (B)(4).